Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and found that secondary monitor won't turn on and primary monitor indicating that x-ray capture is not accessible. Onsite troubleshooting field service engineer (fse) identified that the that the issue with motherboard within the pc. To resolve the issue, fse replaced x-ray pc. After replacement the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.